Event description:
The customer reported wash carousel motion errors while operating the access 2 immunoassay system used in conjunction with the access reaction vessels. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. The customer was shipped and received a new lot of reaction vessels that was not affected by the new resin. There was no report of impact to patient results. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed another reaction vessel (rv) in the path of the wash carousel and noted wash carousel motion errors. The fse removed the rvs and cleaned the incubator belt track, optimized alignments and calibrated incubator belt. The fse removed all rvs from the affected lot and from the instrument. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. The likely cause of the wash carousel motion/incubator belt motion errors was due to a resin change in the manufacturing of reaction vessels for the access instrument. Replacement of the reaction vessels with a lot that was not manufactured with the new resin corrected the issue. (B)(4). This medwatch report is related to MDR 2122870-2013-00893.